Manufacturer narrative:
Initial and final MDR (B)(4) - MDR - device 2 of 2.

Event description:
Reference number (B)(4). Event occurred in the united states it was reported that patient faced infusion set leakage event on (B)(6) 2024. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.